Event description:
Customer reported that the insulin gauge displayed an amount different from what was expected, with the pump showing a fill estimate issue of 0 units, even as insulin was being delivered. There was no adverse impact to the customer's blood glucose level. Technical support educated the customer about the variance in measured pressures that could cause this issue and explained that once the insulin amount matches the static number displayed, the fill estimate will count down as normal. Customer understood and acknowledged the explanation.